Event description:
The port was implanted on the left side in 5/95, for chemotherapy. The pt felt burning during chemotherapy and the pt's left arm and neck reportedly became swollen. The port was removed and replaced. The pt reported scarring on the neck and a blood clot on the left side.